Manufacturer narrative:
There are no additional device identification numbers. No additional reporter information is known; information received via a legal document. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported in a legal document that a patient sustained permanent hearing loss in both ears following a mr procedure. The patient claims to have undergone surgery and other treatment to mitigate the effects of the hearing loss. The patient was provided hearing protection for the mr procedure.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed. The 3.0t hdxt system limits acoustic noise when hearing protection is used. The system operator is responsible for providing the hearing protection. The patient was provided hearing protection for this mr procedure. Based on a review of service and complaint records, it was concluded that there¿s no evidence of system malfunction that can lead to high acoustic noise. Mr products are designed and released for sale in compliance with iec acoustic requirements. Gehc¿s responsibility is to meet the iec standard while the customer needs to use the product in a safe and clinically acceptable manner. No systemic issue was found. No corrections are required as the system was operating within specification.